Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the outer lumen of the PICC line separated from inner where thick meets thin. It was also reported that repair challenges were encountered: sleeve tight on repair kit, was slowly able to wiggle it off without damaging repair, otherwise no issues.